Event description:
A facility representative reported that following an implantable collamer lens (ICL) implantation procedure, the patient experienced over/under correction. Lens was exchanged for same length but different power and problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H6: Investigation type 4110: A lens work order search was performed. No additional similar complaint type events within associated lots were found. H11-Manufacturer Narrative: Over/under correction and Secondary Surgical Intervention to Remove/Replace/Reposition the Lens is identified in the labeling as a known potential adverse event following ICL implantation. Claim # (b)(4).